Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and vaginal prolapse and mesh was implanted. It was reported that the patient had concurrent procedures of robotic sacropopexy, extensive lysis of adhesion and cystourethroscopy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced chronic pelvic and vaginal area pain, chronic tract infections, bacterial vaginitis, acute kidney pain, urinary retention, chronic pelvic inflammation, vaginal scar tissue and vaginal discharge, physical pain and discomfort, as well as unbearable migraines and nausea due to pain and associated stress. It was reported that a foley catheter was inserted on (B)(6) 2011 due to acute kidney failure and that the patient had surgery for a bladder outlet obstruction on (B)(6) 2011. It was also reported that presently, the patient continues to suffer from vaginal and pelvic pain, frequent vaginal infections with discharge, and irregular and painful bowel movements. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to pain and is currently healing from several revision procedures in 2011. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary incontinence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary incontinence.